Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that it was not possible to adjust stimulation. "Call your doctor" icon was displayed on the patient programmer. A power on reset (por) condition was reported. The reason for por was unknown as it was stated that the patient hadn't been in overdischarge. Two days later, it was reported that it was possible to "navigate through it with patient's programmer." Por was stated to be informational and the patient was able to recharge the device.